Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a history anomaly. The customer's blood glucose reading was 221 mg/dl. The customer performed a self-test and it passed. Nothing was replaced or returned.